Event description:
It was reported that the insulin pump alarmed button error, an unresponsive keypad, and cracks around the battery case. The blood glucose reading was 129 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and tube window, a broken reservoir tube lip, broken battery tube threads, minor scratches on the display window and a missing end cap sticker.